Event description:
Planned placement of a bifurcated graft. Distal aorta was very calcified and irregular in shape. The morphology of the aorta appeared to be in the shape of a "c". Deployed the main body graft noting the contralateral limb to open, but attempts to cannulate the limb were unsuccessful, due to the anatomical shape of the distal aorta. The limb appeared to be hitting the wall of the aorta and laying against the aneurysmal sac. The physician attempted to cannulate the limb for several hours using the "up and over" technique. Finally the physician deployed the device out of sequence in an attempt to relax the graft. The deployment of the ipsilateral limb, resulted in the main body graft following the shape of the pt's anatomy, and impinged the contralateral limb against the aortic wall. Procedure was then converted to an aortouni-iliac confirguration, proceeded with a fem-fem bypass in order to provide blood flow to the left iliac artery. The conversion was successful with no further complications encountered. No endoleaks were viewed during the final angiogram.